Event description:
It was reported that during an endoscopic procedure to treat a gi bleed, the physician could not deploy the needle of an 1808 articulator needle to a sufficient depth to inject material (epinephrine). It was also reported that the physician used a second 1808 articulator needle which also could not be deployed to a sufficient depth to inject material. It was also reported that the pt aspirated during the procedure and subsequently died.

Manufacturer narrative:
The facility has confirmed the pt's outcome was not directly related to the operation of the articulator needle. In addition, the facility also confirmed the first articulator needle did fully deploy outside of the pt in both a straight and multi-looped configuration as designed. Per the facility's request, an in-service on the proper use of the 1808 articulator needle was performed on (B)(6), 2013.